Manufacturer narrative:
The ticket search by lot could not be performed since the likely causative agent lot number is unknown. There are no trends for the product related to patient results. No customer returns were available for evaluation. The overall performance of architect hbsag quantitative reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance is acceptable. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or product deficiency was identified.

Event description:
A journal article by ying yan, huizhen sun, le chang, huimin ji, xinyi jiang, shi song, yingzi xiao, kaihao feng, abudulimutailipu nuermaimaiti, zhuoqun lu and lunan wang, ¿circulating immune complexes and mutations of hbsag are associated with the undetectable hbsag in anti-hbs and hbeag positive occult hepatitis b virus infection¿, frontiers in microbiology, 29 november 2022. The study noted false nonreactive architect hbsag results on 1,487 donor samples that were positive by cobas hbv dna. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53.